Event description:
Reporter stated the customer has experienced hyperglycemia of 300-400 mg/dl and believes the insulin delivery of the infusion device is too low since correction with the pump has not been successful but corrections with an insulin pen have been successful. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.